Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that, the customer inserted an out of date sensor and reported that it didn't connect also confirmed the gold cannula was missing. The blood glucose was unknown at the time of the incident. The sensor will not be returned for analysis.